Manufacturer narrative:
The customer confirmed the reported failure. The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 16jul2021.

Event description:
The customer reported touchscreen not responding. The device was not in clinical use. No patient or user harm was reported.